Manufacturer narrative:
A review of the manufacturing documentation associated with this lot#f2135501 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, (3) 6f/7f mynx grip vascular closure device (vcd) balloon broke and (1 )was not able to inflate. The balloon lost pressure during prep outside of the patient. The malfunction occurred on the table during the ¿initial test¿ and the malfunction occurred , there was no contact with other devices or with the patient. The physician is mynx certified. The device was prepped according to the instructions for use. Four other cases were opened to capture the reported events. The device will be returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, (3) 6f/7f mynx grip vascular closure device (vcd) balloon broke and (1) was not able to inflate. The balloon lost pressure during prep outside of the patient. The malfunction occurred on the table during the ¿initial test¿ and there was no contact with other devices or with the patient. The physician is mynx certified. The device was prepped according to the instructions for use. Four other cases were opened to capture the reported events. The device will be returned for evaluation.

Manufacturer narrative:
Updated complaint conclusion: as reported, (1) 6f/7f mynxgrip vascular closure device (vcd) balloon broke and (1) was not able to inflate. The balloon lost pressure during prep outside of the patient. The malfunction occurred on the table during the ¿initial test¿ and there was no contact with other devices or with the patient. The physician is mynx certified. The device was prepped according to the instructions for use. Four other cases were opened to capture the reported events. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant and advancer tube were observed remaining in the manufacturing position. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2135501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Handling factors, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, (1) 6f/7f mynxgrip vascular closure device (vcd) balloon broke and, and was not able to inflate. The balloon lost pressure during prep outside of the patient. The malfunction occurred on the table during the ¿initial test¿ and there was no contact with other devices or with the patient. The physician was mynx certified. The device was prepped according to the instructions for use. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant and advancer tube were observed remaining in the manufacturing position. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2135501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, (1) 6f/7f mynx grip vascular closure device (vcd) balloon broke and (1) was not able to inflate. The balloon lost pressure during prep outside of the patient. The malfunction occurred on the table during the ¿initial test¿ and there was no contact with other devices or with the patient. The physician is mynx certified. The device was prepped according to the instructions for use. Four other cases were opened to capture the reported events. The device will be returned for evaluation.